Event description:
A tandem mobi cartridge alarm was reported by the caller, but there was no adverse impact on the customer's blood glucose level. Cartridge alarm 30 was confirmed, although it did not occur during the load process, and the customer had no prior reports of this specific alarm with the pump serial number provided. Technical support (cts) resolved the issue by arranging for a replacement pump, which is under warranty, to be sent to the customer. Meanwhile, the customer will use multiple daily injections (mdi) as a backup therapy to ensure continued insulin delivery. Cts provided instructions for returning the problematic pump and outlined the necessary steps upon receiving the replacement, which the caller understood and acknowledged.